Event description:
It was reported that pump experienced malfunctions after possible water exposure when pump was submerged, and customer noted ongoing malfunction messages and a shutdown with the date on pump changing to (B)(6) 2008. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.